Manufacturer narrative:
(B)(4)

Event description:
The patient presented at the hospital due to a notification on the ICD and noise was noted. An x-ray was performed and externalized conductors were noted. The lead was capped and replaced. The patient is stable.